Event description:
The customer reported and described a system lockup event. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the software was reloaded. The system was then found to be operating as intended.